Manufacturer narrative:
Investigation summary: two loose 3ml syringes were received in separate biohazard bags. The samples were visually evaluated. Gauze pads were included with the samples, as well as rubber gloves. It was unclear whether the syringes were attempted to be used by the end user. Both syringes exhibited barrel damage to the barrel between the luer collar and the bottom of the barrel outside the scale markings. There was an indentation in the barrel at that location. Scuff and scrapes were observed to the barrel wall near that location, as well as minor tip damage. The barrels also had much of their print rubbed off, though it is not possible to tell whether it was due to handling or manufacturing process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8219565 is considered in compliance with our product specification requirements.

Event description:
It was reported that a cracked barrel occurred with a syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter, "facility has found 2 additional syringes with the barrel cracked. Previously reported the same issue." 1 of 2 complaints.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred with a syringe 3ml ll w/ndl 18x1-1/2 blunt fill. The following information was provided by the initial reporter, "facility has found 2 additional syringes with the barrel cracked. Previously reported the same issue." 1 of 2 complaints.